Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 098584 with the following serum/plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 098584 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) related to lot number 098584 showed that the complaint rate is (B)(4). Alere (B)(4) was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
Customer reported a (B)(6) result on alere determine hiv-1/2 ag/ab combo using a whole blood plasma sample from a labor and delivery patient prior to delivery. Confirmatory testing demonstrated (B)(6) results. There were no adverse patient outcomes or treatment reported due to (B)(6) result.